Manufacturer narrative:
It was reported that the motors are not strong enough to keep the mattress inflated and the cells that keeps the air in them has leaks multiple cells have leaks. We have been patching leaks and replacing cells from other lals that have bad motors and good cells. Removed product from floor usage. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the motors are not strong enough to keep the mattress inflated and the cells that keeps the air in them has leaks multiple cells have leaks. We have been patching leaks and replacing cells from other lals that have bad motors and good cells.